Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
A healthcare professional reported via a representative that at a refill on (B)(6) 2015 33 milliliters (ml) were withdrawn from the pump when 5 ml were expected. The patient never reported symptoms of withdrawal. The pump pocket was opened and revealed an obvious twist with a knot found in the catheter. The catheter was reconnected, and cerebrospinal fluid (csf) flow was reestablished. The issue resolved at the time of the report. The patient was receiving intrathecal baclofen 2000 mcg/ml at 449.9 mcg/day. The patient was indicated for the following use: intractable spasticity.